Event description:
It was reported a surgeon was implanting a screw and the top of the screw stripped. The blade head would not twist it properly. It had to be removed and a new screw had to be implanted. No further information is available.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. As indicated in the IFU ¿excessive screw tightening may lead to stripping of the threads. In the event that a screw thread strips out, an emergency screw should be used.¿, it is necessary to tighten the screw moderate. This blade mentioned was identified as 62-20130, which is intended to be used for 2.0/2.3 screws. The current complained screw is a 1.7 screw. Most likely the incorrect blade used caused the reported failure. The investigated failure mode (stripped/rounded out screw head) and the related root cause (axial, bending and torsional overloads -> incorrect blade used) can be clearly attributed to a user related event. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at that time.

Event description:
It was reported a surgeon was implanting a screw and the top of the screw stripped. The blade head would not twist it properly. It had to be removed and a new screw had to be implanted. No further information is available.